Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus medical systems corp. (Omsc) asked the doctor about the causal relationship between the postoperative bleeding and the subject device but no clear answer was obtained. Therefore, we concluded on april 6, 2020 that the causal relationship with the subject device is unknown. After the subject event occurred, the user used the subject device continuously. It was reported that there was no postoperative bleeding.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. Based on the user¿s report, it is presumed that the reported event was attributed to that the patient¿s vein was not sealed off sufficiently. Also, it is presumed that the insufficiently sealing off of the patient¿s vein was due to the patient¿s condition, the condition of the patient¿s vein and/or user handling of the device. The device handling has warned in the instruction manual as follows. * even when using this instrument on blood vessel(s) with diameter of 7 mm or less depending on the condition of the patient or the blood vessel(s) and usage of thunderbeat, coagulation or sealing by the instrument could be insufficient, and patient bleeding may result, depending on the condition of the patient or the blood vessel(s) and usage of thunderbeat. When using this instrument on blood vessel(s) with a diameter over 4 mm, be careful to avoid rebleeding. The recommended output setting for the seal & cut mode is level 1, and/or the recommended output setting for the seal mode is level 3. * when treating a blood vessel and/or tissue, squeeze the control handle firmly until the control handle touches the grip handle to stop. Otherwise, incomplete sealing may cause bleeding. * during the seal mode, do not stop activation until the ¿seal complete¿ tone is heard. Otherwise, the target tissue may not be coagulated and may bleed. Particularly, the seal mode output period may be elongated while blood or saline is attached to the grasping section and probe tip or while these are immersed in blood or while holding a thick tissue with activating seal mode. * before activating the output, be sure that neither the grasping section nor the probe tip comes into contact with the surrounding tissue. Do not use the thunderbeat if you do not have a sufficient view to confirm the above or if the grasping section and probe tip are penetrating into the tissues. Otherwise, perforation, bleeding, or burns may result. Do not use the thunderbeat if you do not have a sufficient view of the grasping section and probe tip to ensure that only the intended tissue is in contact with the grasping section. * incomplete or partial cutting tends to occur with thin membranous tissues. Even if a tissue or vessel (especially thin membranous tissue) cannot be cut completely, do not continue output for a longer period. Otherwise, this may cause patient injury and/or deterioration of the equipment. In addition, if the distal end of the insertion section is stuck to desiccated tissue, bleeding may also result if you attempt to withdraw it by force.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus was informed that during a thyroidectomy, the subject device was used. The procedure was completed without any problem. However after a few hours since the procedure was completed, the patient had a postoperative bleeding in the operative site internally because the vein in the muscle around the thyroid was not sealed sufficiently. The patient had a reoperative surgery to arrest bleeding and it was reported that the patient was recovering.